Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was capped and removed from service due to a lead problem. It was replaced with another (0010) lead.